Manufacturer narrative:
Phone number: (B)(6).

Event description:
Philips received a complaint on the efficia dfm100 indicating that the device restarts without going past the initial screen. The fse evaluated the device. The processor printed circuit assembly (pca) was replaced. Due to this replacement the software had to be reloaded. The system meets the specification for the performed service and was returned to use. No further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.